Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18feb2019. (B)(4). Reporter phone number unknown. The manufacturer's field service engineer (fse) performed troubleshooting but was unable to duplicate the error. The fse replaced the central processing unit board as a precautionary measure.

Event description:
It was reported that the backup alarm on the unit failed. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
The reported event was determined to be due to a failure of the power failure alarm piezoelectric buzzer component (ls1). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.